Event description:
A customer reported that a sample having anti-e resulted as compatible with two e-positive donor units on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the echo. The customer performed repeat crossmatch testing using a different lot of capture-r select plates and compatible results were again obtained. The unexpected compatible results appear to be related to the nature of the antibody in the sample. Weak positive reactivity was obtained by tube method using peg. Reactivity is at the limit of detection by the instrument. The echo is operating within specifications.